Event description:
The customer reported that the system had no power to the image cart while it was turned on during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable assembly needs to be replaced. No additional service info was provided.